Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed all products associated with the lot met specification. Visual evaluation revealed the returned device was found to be dimensionally conforming to the synthes product drawings. Based on the condition of the returned device, the DHR review, and evaluation of the returned device, the cause is unable to be determined.

Event description:
It was reported during a procedure to place a retrograde/antegrade femoral nail (rafn), it was noted the construct was missing the proximal locking holes posterior to the nail. The surgeon free-handed the drill bit through the nail; the surgeon proceeded drilling without a protection sleeve through the aiming attachment and used semi-perfect circles with x-ray to confirm proper placement through the nail. This is 3 of 4 reports for the same event.